Event description:
Reference MFR report: 1627487-2019-05981. Reference MFR report: 1627487-2019-05983. Reference MFR report: 1627487-2019-05985.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Infection. Device 1 of 4; reference MFR report: 1627487-2019-05981, reference MFR report: 1627487-2019-05983, reference MFR report: 1627487-2019-05985. It was reported that patient experienced infection at the lead site. As result, surgical intervention was undertaken on (B)(6) 2019 wherein the leads and anchors were explanted. The issue was resolved.